Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during hospital cleaning.

Manufacturer narrative:
Changes do not affect the previously reported investigation.

Manufacturer narrative:
One persona tibial articular surface provisional (tasp) was returned with the complaint for review. The visual inspection of the tasp bottom confirmed that the tasp fractured into two pieces along the central post of tasp. All the fractured pieces were returned for investigation. There were some type of cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface. The has an approximate field age of two years and eleven months. It is unknown how many times the device is being used. This device is used for treatment. Persona tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The root cause is attributed to a previously addressed design issue.